Event description:
It was reported that following a lap gastric band procedure that was completed in 2008, the patient presented at the hospital with abdominal pain and swelling. On approx one and a half months later, a CT scan was done. There was inflammation around tubing in the stomach. On same date, band was explanted. Patient discharged home with home health care for wound vac care. On the following month, patient complained of nausea. On twenty six days later, patient still on with home health care visits.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.